Event description:
Caller reported that pump battery depleted too quickly. There was no adverse impact to the customer¿s blood glucose level. Caller did not wish to troubleshoot and only requested documentation of the issue for insurance purposes, so no further action was taken.